Manufacturer narrative:
The inserter was not returned for evaluation. The lot history, trend analysis, risk analysis and directions for use review are considered acceptable, with the product performing within anticipated rates. A definitive root cause cannot be determined. The most probable root cause is operational context. User related factors (such as loading or handling techniques) and/or procedural factors (such as lens and inserter interaction) might have contributed to the event. No corrective action is necessary at this time.

Event description:
It was reported that during insertion of an intraocular lens (iol) into the right eye it was noticed that the haptic was torn. The iol was removed with lens forceps. There was no incision enlargement and no sutures were required. The patient had a vitrectomy and had a different lens implanted. Though requested, no additional information has been received. The reason for vitrectomy was not provided.